Event description:
It was reported to philips that the heartstart mrx defibrillator displayed a shock error. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.